Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a pocket infection. The pulse generator was explanted. The patient's condition post procedure was stable. There were no adverse consequences to the patient.